Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence, urgency frequency and fecal incontinence. The trial began on (B)(6) 2025. It was reported that they had broken lead, lead damaged or lead cut. It was reported that the wires came loose from ens noon time on (B)(6) 2025, and that it also showed that therapy had been stopped as wires got disconnected when they checked on the app. Patient could not recall any incident that may have caused wires to disconnect from ens. Patient mentioned that they already notified manufacturing representative (rep) about issue. Advised patient to also contact physician for assistance. The cause was not known. The issue was not resolved and was still ongoing.

Manufacturer narrative:
Continuation of d10: product ID: 306001, lot#: unknown serial#, implanted: on (B)(6) 2025, explanted: product type: screening device, product ID: 306001, lot#unknown serial, implanted: on (B)(6) 2025, explanted: product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot#: unknown, product ID: 306001, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.